Event description:
Healthcare professional reported injecting a patient in the chin with juvéderm® voluma¿ xc. Fourteen months later, the patient was injected in the chin and marionette lines with 2 syringes of juvéderm® volux¿ xc. A month later, the patient returned with a ¿firm and tender¿ chin. The next month, the patient reported a ¿bump/nodule and redness¿ under the chin, not at the injection site, leading the healthcare professional to suspect ¿filler migration.¿ the patient had non-device related ¿bacterial vaginosis¿ and was treated with antibiotics, leading the healthcare professional to think it was a triggering event. Event is ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "bacterial vaginosis", deemed not device related, is considered an unexpected adverse drug experience.